Event description:
Report received from gpv on (B)(4) 2012, the peritoneal dialysis nurse contacted baxter services and reported that the patient was diagnosed with peritonitis on (B)(6) 20011 and on (B)(6) 2012 the patient was admitted to the hospital for peritonitis. A peritoneal effluent culture was performed and the results were positive for (B)(6). The patient was discharged on (B)(6) 2012. The nurse reported that the cause of peritonitis was due to a touch contamination. The catheter "got biofilm on it and had to be removed." The patient is recovering. No further information was reported at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Complaint is confirmed because nurse reported a breach in aseptic technique by patient and peritonitis. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.